Manufacturer narrative:
Investigation conclusion; a review of the DHR found that lot met all release criteria.a review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause; cannot determine with retains. Source; phone.

Event description:
Reported 3 false positive sars and flu a+b results for one symptomatic patient. This report is to indicate one of the false positive instances, and additional mdrs will be filed for the others. The customer communicated the result was confirmed by alternate testing method (method not provided).